Manufacturer narrative:
The information for the 510k is as follows: g.4. PMA/510(k)#: eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2, the customer visually observed double red lines on one (1) patient test cartridge and did not insert it into the analyzer after the incubation period due to an assumed invalid covid result. While collecting a second sample from the patient, the initial test cartridge was decided to be tested and the analyzer provided a positive covid result. The recollected patient sample was tested and a negative covid result was obtained from the analyzer. A pcr test was also performed with a negative covid result. There was no health impact or consequences reported. Eua # (B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2, the customer visually observed double red lines on one (1) patient test cartridge and did not insert it into the analyzer after the incubation period due to an assumed invalid covid result. While collecting a second sample from the patient, the initial test cartridge was decided to be tested and the analyzer provided a positive covid result. The recollected patient sample was tested and a negative covid result was obtained from the analyzer. A pcr test was also performed with a negative covid result. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false positive (multiple lines present) when using rapid detection of sars-cov-2 veritor (material#: 256082), batch number 4235908. The customer reported that they tested a patient and after the 15min incubation, they saw two lines and assumed the test was invalid and did not insert in analyzer. Customer decided to recollect the patient. During recollection, they went back and decided to still test the original specimen, 10 mins after the initial incubation was completed, and the result was positive. The recollected sample was tested and the result was negative. A pcr test was also done and the result was negative. Customer stated the same patient was tested back in sept 2024 and the same occurred. They visually saw 2 lines but the analyzer returned it as negative. Pcr was also done at that time and it was negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.